Event description:
The user facility reported that when an operator opened the load door to begin preparation for a processing cycle, the door fell off and hit her hand. The operator went to employee health where she received an x-ray of her thumb and shoulder. The operator is currently undergoing physical therapy.

Event description:
The employee's attorney reported the employee has returned to light duty at work and plans to undergo shoulder surgery in the next month. She will return to work after recovering from her surgery.

Manufacturer narrative:
A steris technician was on-site at the time of the reported event to install an (B)(4) chemical delivery pump on the washer and had unscrewed the upper stainless steel cover of the load door for servicing purposes. The technician had not properly secured the load door prior to the operator initiating a processing cycle. The technician inspected the washer and found it was operating properly; no further issues have been reported. The technician subject of this event has received re-training on servicing and equipment tag out procedures.

Event description:
The employee involved in the incident has retained an attorney. Requests for further information about the employee's condition and prognosis have not been fulfilled. Accordingly, steris is unable to report further information about the employee's condition at this time.